Event description:
Additional information was received that programming changes were made to adjust the sensitivity. The lead will most likely be replaced at the time of device change out, will continue to monitor until then. No patient symptoms reported.

Event description:
Boston scientific received information that during a routing device check, out of range pacing impedance measurements of greater than 3000 ohms were observed on the right atrial (ra) lead. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated if additional infromation is received.